Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances due to suspected of a lead fracture. Symptoms of zapping sensation was noted. The patient was doing well. No further information provided at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 14880326.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had fractured. Symptoms noted are zapping. Additional information has been received that the patient underwent revision procedure and was doing well postoperatively. Only one lead was explanted and was not returned.